Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. The pdrn contacted fresenius for assistance with accessing treatment data following this patient's passing. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient's death; however, no additional information was obtained.

Manufacturer narrative:
Clinical review: multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. In the intake, it was reported that an outpatient clinic pdrn could not retrieve final treatment data from this patient¿s liberty select cycler following their passing. This provided evidence that the patient¿s death was not focused on the performance of any fresenius product(s) or device(s), rather it was for required data retrieval. As the pdrn would not provide patient information from the outpatient clinic due to the technical issue with data retrieval, additional patient-focused information was not available. With limited information, there was no indication this event had a temporal or causal relationship to pd therapy or that it involved the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. The pdrn contacted fresenius for assistance with accessing treatment data following this patient's passing. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray was discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. The valve actuation and system air leak tests were performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.